Event description:
Nurse reported system had a yellow warning message and error code. She rebooted the system and it could not accept the cassette. She found that she had a bad pressure gauge of the pressure tank (at that time pressure gauge showed 150 psi). She could not get another tank to reboot the system properly. The surgeon could not continue the case, had to close the patient's eye. She said the machine problem did not affect the outcome of the surgery. Additional information received from nurse on 09/26/2006 noted this was the last effort for an already severely damaged eye.

Manufacturer narrative:
A company service rep checked system, found error codes in log, replaced air/fluid cables and regulator on lpas manifold; returned parts for further testing and root cause analysis.